Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare was able to open and closed a few times. The snare was opened and suddenly was not able to retract. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: handle cannula detached.

Manufacturer narrative:
Investigation result of handle cannula detached. Investigation results: visual evaluation of the returned device found that the handle cannula has detached. Evidence from the handle assembly process was found on the handle cannula. Functional evaluation was not performed due to the condition of the device. The complaint that there was failure to retract was confirmed. The detachment of handle cannula prevents device functionality like loop extension and loop retraction. The most probable root cause for this event could not be determined. There is an investigation in place to address handle cannula detachment issues a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.